Event description:
The investigation was concluded on the 16-feb-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k142688. G imdrf code: g04092 - needle. 1 unit of lot c1749865 of echo-hd-22-c was returned opened in its original packaging. The device involved in the complaint was evaluated in the laboratory on 27 jan 2021. The needle was found to be kinked distally at the notch area. The needle was unable to be retracted fully into the sheath due to the distal needle kink. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-c of lot number c1749865 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1749865. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it has been advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to kink at the notch area. It has been advised in the complaint description that the user felt obvious resistance during biopsy which would suggest hard lesion. It is also possible the needle was damaged during device preparation. Complaint is confirmed as the failure was verified in the laboratory and image provided. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User found out the target area under ultrasonic image, user felt obvious resistance during biopsy and checked the ultrasonic image carefully which found out the needle kinked.user retracted the device from patient and changed another same device to complete the biospy."a section of the device did not remain inside the patient¿s body.the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.". If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas if the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 1.5cm if not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No.was it damaged on removal from packaging? No. Was force required to remove the device? No.for complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus ultrasound endoscope was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of the needle was difficulty experienced while retracting the needle? No. Was the syringe used during the procedure, after the stylet was removed? No. Was the needle able to be fully retracted before removing from the patient? No.was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? Nonedid any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No.was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No.if the device is procore and it is kinked distally, is the kink at the notch / core trap? Yesprocore

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.